Event description:
It was reported that a patient presented with signal artifact noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.